Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known. Corrected: h6 (impact code).

Manufacturer narrative:
Product complaint # : (B)(6). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was reported that the patient was implanted with asr products. Revision performed for left hip altr secondary to metal on metal prosthesis and heterotopic ossification and hip pain. Operative notes reported that only the head was revised and no complication/abnomalities noted during revision. Doi: (B)(6) 2009. Dor:(B)(6) 2020. Left hip.